Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4)

Event description:
It was reported the patient complained she experiences pain at her scs ipg site. The patient stated the pain worsen with the stimulation on. The patient will consult with the physician regarding surgical intervention as the next course of action.